Event description:
International affiliate reports: during extraction of saphen veins, one small ball of the device remained into the patient leg. The surgeon had to perform an incision to retrieve it. Now the patient is well.